Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the left anterior descending coronary artery. The xience sierra stent system was advanced to the lesion and deployment attempted, but the delivery system balloon failed to inflate. The device was removed without issue and it was confirmed that the stent was still crimped on the balloon. There was no adverse patient effect or a clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported activation failure including expansion failures was able to be confirmed. Additionally, it was noted that the guide wire exit notch was torn to the outer member a review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The tearing of the guide wire exit notch appears to have resulted from an interaction with the guide wire. This type of mechanical damage can occur if an attempt is made to pull the stent delivery system in an opposite direction as the guide wire. As such, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent mishandling resulted in the noted torn guide wire exit notch extending to the noted torn outer member; thus, resulting in the noted guide wire exit notch and outer member leak and the reported activation failure including expansion failures (stent/balloon didn't inflate inside the vessel). Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.